Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the synchroseal instrument had a recognition issue. The blade would not open when connected to the universal surgical manipulator (usm). It opened when the lever was pressed. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The synchroseal instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed to move intuitively. The instrument moved intuitively with a full range of motion in all directions. The grip tips were not moving intuitively and failed to open/close properly. The grips had imprecise motion and were not following the mtm (master tool manipulator) input commands. Additional related observation: the housing was removed for inspection, and the instrument was found to have a grip ring dislodged from the proximal grip drive adapter, which prevents the grip from opening and closing properly. As a result, the grip open lever was not functional. The set screw on the grip ring did not exhibit any damages. The probable root cause is attributed to the manufacturing process.